Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the right ventricular lead had a high and out of range defibrillation impedance. The lead impedance had been trending above 200 ohms since the implant of the device. There was no intervention performed and there were no patient symptoms.